Event description:
It was reported that the procedure was to treat the internal carotid artery (ica). A stent was placed in the distal segment eight months prior to this procedure. The accunet was deployed distal to the previously deployed stent. The acculink was advanced and upon deployment, the acculink stent delivery system (sds) inadvertently moved (contrary to IFU) forward a bit and the stent was deployed partially covering the intended lesion and overlapping the previously deployed stent. A balloon catheter was used in an attempt to inflate the balloon in the acculink stent and pull it proximally into the lesion; however, this was unsuccessful. The balloon was advanced through both stents so the previously deployed stent could be post dilated. When this was done, the accunet filter basket was pulled into the distal portion of the previously deployed stent (contrary to IFU). The balloon could not be removed and the filter basket was stuck in the stent or at least was interacting with the stent and none of the devices could be moved. The entire system was pulled into the sheath through the two deployed stents. A post procedure angiography was done and a total occlusion of flow was seen. All attempts to access the vessel were unsuccessful and thrombolics were given to the pt. Eventually, the pt was sent for surgery.